Event description:
As reported: pocket infection required system extraction. The lead was not identified as the source of the infection; however, the physician decided to remove the entire pacing system. This is a similar event MDR 2183787-2021-00097.